Manufacturer narrative:
Corrected data. D4 serial and UDI numbers updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related as access-site bleeding was associated with securement/angle issues and patient movement and resolved after corrective procedural actions. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 53 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. On the day after pump insertion there was an access site bleed observed by the medical staff. This had occurred after the patient was moved/rolled and repositioned in the ICU bed. The patient was observed to be supratherapeutic on heparin, so the team held the heparin and treated the bleed with a unit of blood. The hemoglobin had dropped to 7.4g/dl. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The team redressed the site, changed the suture, applied gentle pressure, and applied surgicele at the gauze/dressing site. With dropping platelets the team made decision to draw the labs to see if the patient was suffering from hitt thrombocytopenia. After all of these measures were taken the team observed the pump and cable to be hanging and covered by other devices/lines, and this was putting tension on the access site. They adjusted the pump and cable and the pump remains on with bleed resolving. The patient support continues and patient has survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.